Event description:
Female pt was new to dialysis and was previously on competitor dialyzer. Pt had reaction to dialyzer within first 5 minutes. Pt also reacted to two other dialyzers. Decreased blood pressure, pain in lower back, shortness of breath, chest pain, and red in the face. Blood was not returned. Pt is fine, placed back on competitor dialyzer.